Event description:
The provider reported the fork stem on the solara3g manual wheelchair are broken. Although the patient center of gravity is aligned, the patient is inappropriately front-loading the wheelchair.